Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stentotic lesion in the distal right coronary artery. It is noted that resistance was met with insertion of the maverick2 monorail 20/4.0 mm balloon. The maverick2 monorail 20 mm x 4.0 mm balloon was removed and replaced with another maverick2 monorail 20 mm x 4.0 mm balloon, but this device was unable to cross the lesion. This device was removed and replaced with a maverick2 monorail 20 mm x 2.0 mm balloon to predilate the lesion. After predilatation, a maverick2 monorail 20 mm x 4.0 mm balloon was used to dilate the lesion, but only sub-optimal dilatation was achieved. The physician chose not to perform further intervention, and considered the procedure successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.